Event description:
In 2007, the lay user/patient contacted lifescan alleging that her one touch fasttake was not powering on since 2 weeks ago. At an unspecified time after the issue began, the patient developed symptoms of dizziness, thirst, and headaches. She denied testing on any other device, receiving any medical intervention, and taking any actions in regards to her diabetes treatment after the issue began. The customer service representative (csr) discovered that the patient was using the incorrect test strips; therefore, the product was not malfunctioning. This complaint is being reported, because the patient allegedly developed symptoms of dizziness, thirst, and headaches after the power issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.